Manufacturer narrative:
Investigation is ongoing. Remains implanted.

Event description:
As reported by field clinical specialist, a patient is experiencing a "failed thv valve" approximately 4 years post tavr procedure with a 23mm sapien valve. The failure mode is reported as "restenosis." After review of the medical records, a complaint for the calcified thrombus found on the tee causing leaflet thickening and reduced excursion of 2 of the 3 leaflets, increased gradients, and increased velocities. Intervention was performed with a valve in valve procedure.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint for svd - calcification was confirmed from a medical records review. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU revealed no deficiencies. An existing technical summary documents the root cause analysis on valve calcification over the time in patient. Per technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards- thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported complaints for "valve calcification" and "post implantation - svd - calcification" did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per technical summary, no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these complaints. As reported, "a patient is experiencing a "failed thv valve" approximately 4 years post tavr procedure with a 23mm sapien valve. The failure mode is reported as "restenosis." After review of the medical records, a complaint for the calcified thrombus found on the tee causing leaflet thickening and reduced excursion of 2 of the 3 leaflets, increased gradients, and increased velocities. Intervention was performed with a valve in valve procedure." While a definitive root cause was unable to be determined due to limited information provided, the technical summary indicates that valve calcification is likely related to patient factors. In this case, due to insufficient information, a definitive root cause was unable to be determined. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor pra is required at this time.